Event description:
It was reported that the first interrogation after implant showed pump memory error. After confirmation another interrogation took place and display showed pump memory error again. The pump was interrogated a third time without success. In regards to patient outcome "no therapy yet" was indicated; patient was without injury. The pump was explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found a manufacturing issue and confirmed that the pump was in "manufacturing state". Pump is in "shelf state" when put to stock/finished goods and the 8840 is used to enter patient data along with catheter information to get the pump to implant state at the customer site. When a pump is left in manufacturer state, the 8840 doesn't recognize it as valid/defined state and will display "pump memory error pump is in undefined state".

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.